Event description:
It was reported that insulation came off the needle and burnt the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the outer sheath was melted at the tip. The probable root causes for the melted tip could be due to the electrocautery probe is not in contact with tissue, the electrocautery probe is activated while irrigating or aspirating fluid, or the electrocautery probe is activated while there is irrigation fluid in the cannula. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation came off the needle and burnt the patient.